Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusions: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported epistaxis could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report addresses the third of four admissions. MFR. #2916596-2020-02180, 2916596-2020-02181, and 2916596-2020-01474 address the other three. No further information was provided. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the patient was admitted to the hospital for epistaxis four times between (B)(6) 2019 and (B)(6) 2020. This report addresses the third admission. The event date is estimated. Treatment has included repeatedly being packed with merocel and/or balloons, chemical cautery with silver nitrate, holding anticoagulation temporarily, stopping dipyridamole, and multiple ent (ear nose throat) consults. Ent considered sphenopalatine ligation, but the patient's epistaxis stopped prior to requiring this. Multiple courses of nasal sprays have been prescribed such as otrivin and saline spray, as well as encouraging the patient to get a humidifier. No further information was provided.